Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood on was visible on the catheter. The extension tubing was also returned. One kink was found on the inner lumen approximately 13.0cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to see if there were any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the inner lumen can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported on (B)(6) 2017 therapy was initiated on an ami patient. On (B)(6) 2017 an intra-aortic balloon pump sensor failure occurred with alarm when transferring patient. The intra-aortic balloon was removed and therapy discontinued. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported on (B)(6) 2017 therapy was initiated on an ami patient. On (B)(6) 2017 an intra-aortic balloon pump sensor failure occurred with alarm when transferring patient. The intra-aortic balloon was removed and therapy discontinued. No patient injury was reported.